Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the pitch cable broken at the proximal clevis hub. The clevis did not exhibit any damage or wear marks. Other cables at the instrument's wrist were not damaged. An additional observation not reported was the tips of the instruments grips were bent. One grip was bent, causing a side to side misalignment of the grips. There was a .032 offset at the tip indicating overloading. The bent grip didn't exhibit separation of the yaw pulley and pulley cover at the glue joint, indicating the likely cause of bending remains overloading at the tip. Failure analysis concluded the damage may be due to mishandling / misuse. An additional finding was various scratches on the distal end of the main tube showing light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. Failure analysis concluded the damage may be due to mishandling / misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; the broken cable and tube abrasions with material removed ,found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci total benign hysterectomy procedure a wire was broken at the end of the fenestrated bipolar forceps instrument. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.